Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had an autofill failure error appear on the screen. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to verify the autofill failure in the unit's logs. After running tests on the unit, the fse found that the unit would not pull a deep enough vacuum. To fix the issue, the fse replaced the hose fittings and rebuilt the compressor. The fse then performed a full calibration, as well as all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had an autofill failure error appear on the screen. There was no patient involvement, and no adverse event reported.